Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed rewind, basic occlusion and displacement test. There was no motor error alarm noted. The motor passed motor test. The pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, and cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be 198mg/dl. It was reported that the device had a small crack on the top right hand side of the screen. Troubleshoot was reported to be conducted, and the customer was advised the pump would be replaced and returned for analysis.